Event description:
Surgeon was using the inzii retrieval system 12/15 mm to take out the kidney. The retrieval bag was inserted into the patient via trocar. When the retrieval system was activated to open and release the bag, it did not do so. Surgeon tried to pull back the handle to reset the device, but it did not work. A new retrieval system was opened and used.